Event description:
A family member reported a false negative result on behalf of the consumer with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. Consumer tested with an unknown brand the previous night and 9 days prior and generated positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.